Event description:
During angioplasty procedure the 3.5 comet vp dilatation catheter balloon ruptured. The catheter balloon crossed the j&j stent and inflations were made. During the last inflation the balloon ruptured into two pieces. The groin segment was removed in the cath lab and the segment in the lad artery was removed in surgery.